Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that when their body tells them they have to go number one they will get to the bathroom and when they sit down they will pass a little gas and then it will turn into number two. Pt stated ins should help their bladder as they were getting up several times per night and their urologist said he had a "bag of tricks" to help pt and the final one was to implant the ins "to control the timing" so that they would not be up all the time. Pt stated their timing needs adjustment and also their problem with bowels as noted above. Pt stated they have made phone calls to a "phone bank of girls that you had" in the past and understood that they would change the stimulation point. Pt requested that to be done today. Agent reviewed therapy overview and walked pt through how to connect with their ins and pt stated therapy was off and stated they were not sure how therapy got turned off. Patient successfully turned therapy on during the call and initially reported feeling of stimulation was painful when first turned therapy on. Pt stated when therapy was first turned on it was "piercing". Pt decreased stimulation to comfortable se tting and confirmed feeling stimulation comfortably in the scrotum area. Agent reviewed therapy/stimulation overview/expectations. When agent asked for event date pt stated they have been trying to get ahold of patient services for 3-4 months and have had no success due to being unable to hear automated phone system. Pt was calling with assistance of their granddaughter and stated they are unable to call without assistance. Patient will maintain stimulation level and will continue to track symptoms. Pt was redirected to their doctor if the issue persists. Pt stated they do not currently have a managing hcp. Agent offered to send pt hcp listing but pt did not state if they wanted this.